Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
B7:added medical history. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/h11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: [missing records: an operative report detailing the procedure and placement of the gore® dualmesh® plus biomaterial on (B)(6) 2007 was not provided]. (B)(6) 2007: (B)(6) hospital. Perioperative record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number 1dlmcp06. Lot batch code: 04809527. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/04809527) was implanted during the procedure. (B)(6) 2007: [missing records: an operative report detailing hernia surgery where composite mesh was removed and a pathology report detailing analysis of mesh that caused infection.] [Missing records: records between (B)(6) 2007 and (B)(6) 2012 were not provided.] (B)(6) 2012: [facility ni]. (B)(6) md. Office notes. Ventral hernia with chronic non healing wound, first noted (B)(6) 2011, pain dull, lump present, bulge not reducible, has previous history of hernia surgery, prior surgery in area, presented in septic shock with staph infection of a 26 x 33 cm composite mesh that was completely removed, had an open abdomen and the fascia could not be reapproximated in the infected field, had vac closure with the skin, bowel to have permanent repair once infection, diabetes and weight under better control, she is simple and weight has increased over past 2 months, sugars reported less than 200. Case discussed at hernia conference, will never improve without surgery, type of mesh or biologic was surgeon choice depending on findings in or. Smoking: current some day smoker. Past medical history: diabetes mellitus, hypertension, mrsa [methicillin-resistant staphylococcus aureus] infection. Past surgical history: laparoscopic cholecystectomy, umbilical hernia repair, ventral hernia repair, anterior abdominal repair. Impression/plan: recurrent ventral hernia with loss of domain, chronic non healing wound, no real change in last 2 months. Will need hernia repair, does not have insight to severity of procedure, sister present for exam and discussed and voiced understanding of risks and length of hospitalization, intubation and ICU stay. Instructed repair is fragile first six weeks after surgery, will continue with wound dressing changes with home health. CT scan of the abdomen/pelvis reviewed, informed of liver infarcts at the 17 cm defect that needs repair, will need bowel prep before surgery. (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional ventral hernia with chronic draining fistula. Postoperative diagnosis: recurrent incarcerated incisional hernia, infected mesh that was from the operation in 2009. Procedures performed: complex ventral hernia repair with excision of abdominal wall fistula. Exploratory laparotomy. Removal of infected mesh. Panniculectomy that was 35 x 7 cm. Insertion of a 20 x 20 cm piece of mesh. Bilateral rectus muscle myocutaneous advancement flaps. Anesthesia: general endotracheal anesthesia. Complications: none. Estimated blood loss: 200. Surgical findings: the patient had loss of domain of her abdomen with a chronic draining fistula into the abdominal cavity. There was no communication with the bowel. She had hernia sacs within the hernia sac and she had two 10 x 5 cm areas of chronic old infection that had gelatinous purulent material surrounding old prolene mesh that was completely excised. Her abdominal wall musculature had retracted all the way laterally. There is a question of loss of her rectus abdominis muscles. Description of procedure: ¿the patient was placed in the supine position on the or table and underwent general endotracheal anesthesia. The abdomen was prepped and draped in the usual sterile fashion. In the center of the abdomen just below her umbilicus was a chronic draining wound that has not healed over the last 6 months. This was prepped with betadine. A 30 x 9 cm incision was used to completely excise this fistula tract and the excess skin in the anterior abdominal wall. This was done as a transverse incision just below the umbilicus. A knife was then used to sharply excise down around the fistula area. Once we entered into the abdominal cavity the hernia sac was easily excised. The only place that was attached to the anterior abdominal wall was at the fistula site. This was sharply dissected out with the metzenbaum scissors. There was no direct communication to the small bowel. This portion of skin and fat was discarded. Next, the hernia sac was then separated from the abdominal wall musculature and the intestines. This took an hour of tedious dissection, but once this was done, the intestines could easily be inserted into the abdominal cavity. The defect itself was approximately 20 x 15 cm, when she was relaxed, in a circular manner from __ [sic]. All of the old hernia sac was sharply excised along with 2 areas that were thickened hard masses. It was unclear if they were calcified muscle, but once they were opened, it was apparent they were chronically infected pieces of prolene mesh. Each were individually cultured and sent off the table. The abdomen was then copiously irrigated. The rectus muscles were very, very far lateral. They were grasped with the kocher clamps and using cautery, the anterior rectus fascia was incised to allow mobilization of the muscles for approximately 10 cm on each direction on the right and left side. This allowed for primary closure of the muscle over the 20 x 15 cm defect. A piece of 20 x 20 cm strattice was placed over-top the omentum, once the intestines were in their anatomic position. It was secured in place circumferentially using interrupted 2-0 prolene sutures. The myocutaneous advancement flaps were then closed primarily over-top the strattice with interrupted zero mattress prolene sutures. There was no defect. There was excellent coverage. There was good hemostasis. The wound was then copiously irrigated. There was a large amount of excess lower abdominal tissue, so a separate panniculectomy of 35 x 7 cm was excised to allow for primary closure of the initial incision using interrupted vicryl sutures. The skin was closed with staples. A vac incisional drain was placed over-top to prevent any seroma formation. A dry dressing was applied. The patient was then transferred intubated to the recovery room. Due to her loss of domain of the abdomen, she will require mechanical ventilation. She will have an intensive care consult. The patient tolerated the procedure well.¿ (B)(6) 2012: (B)(6) hospital. Implant/medical device log. Implant sticker. Strattice 20x20 cm. Life cell corp. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Discharge summary. Date of admission: (B)(6) 2012. Admitting diagnosis: nonhealing abdominal wound with chronic incarcerated recurrent incisional hernia. Discharge diagnosis: recurrent incarcerated incisional hernia, asthma, diabetes mellitus, hypertension, hypothyroidism, acute respiratory failure. Procedures performed: complex ventral hernia repair with a piece of 20 x 20 stratus and myocutaneous advancement flaps bilaterally. Hospital course: admitted and underwent complex ventral hernia repair with stratus required postoperative intubation and was cared for in the unit for next 48 hours. Was extubated, noted to have significant sleep apnea, referred to sleep study center. Hospital course uneventful. Developed gi function on postoperative day 3, has a vac to the incision, has history of mrsa and staphylococcus sensitive infections to anterior abdominal wall, high risk for this again. Will be discharged to subacute rehabilitation to assist with blood sugar management and incisional vac needs. Follow up with dr. (B)(6) in 10-14 days for staple removal. Will need vac for 10 more days. No strenuous lifting, turning or straining, abdominal wall binder. (B)(6) 2013: (B)(6) hospital. (B)(6). Short form history & physical. Hernia, recurrent incision. History: hernia repair x 5, diabetes mellitus. Anticipated procedure: hernia repair with mesh. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia of the left lower abdominal wall. Postoperative diagnosis: recurrent incarcerated incisional hernia of the left lower abdominal wall. Procedure performed: repair of incarcerated recurrent incisional hernia with a combination of bio-a and prolene mesh. Anesthesia: laryngeal mask airway. Complications: none. Findings: the patient had marked eventration of the muscle of the left anterior abdominal wall. Just a thin film of fascia overlying the peritoneum was identifiable. She did have a nice circular defect that was approximately 6 x 6 cm. The bowel was densely adherent and could not be easily freed lateral to the defect. She has had multiple prior surgical operations with mrsa [methicillin-resistant staphylococcus aureus] and ssa [unknown abbreviation] infections causing loss of a large amount of her anterior abdominal wall. Description of procedure: ¿the patient had the area marked in preoperative holding. She was then brought to the operating room where she underwent general anesthesia. The abdomen was then sterilely prepped and draped. An elliptical skin incision was used to take the excess skin over the palpable defect. Upon lifting away the skin, the hernia sac itself was entered in a small area. Upon doing this, it revealed the atrophy of musculature in the area. Paper thin fascia was identified, but strong support was not to be found. It was apparent that the bowel was densely adherent superiorly and inferiorly and medially; therefore, as long as the circular defect was closed, I did not feel there would be any incarceration. Therefore, a piece of 9 x 15 cm bio-a was placed in the abdominal cavity over top the intestines after eight holding sutures were placed superiorly in the strongest portion of the fascia and muscle fibers that were apparent. After the bio-a had been inserted, the peritoneum was then closed over the bio-a after it had been secured in four corners to prevent any movement. The superior flap was then secured to a piece of prolene mesh that was approximately 6 x 2 inches in size, and this was placed over the eventration and secured circumferentially with interrupted 2-0 prolene sutures. The thick fasciocutaneous flap superiorly was then brought down over the prolene mesh and secured inferiorly with interrupted 0 prolene sutures. Local was then infused. The subcutaneous tissue was closed in layers of vicryl and staples. A dry dressing was applied. The patient then transferred to the recovery room in stable condition.¿ (B)(6) 2013: (B)(6) hospital. Implant/medical device log. Implant stickers. Gore® bio-a® tissue reinforcement. Ref catalogue number: fs0915. Lot batch code: 10313051. Use by: 2015-04. Prolene® soft, 10 x 10, ethicon, inc. The records confirm a gore® bio-a® tissue reinforcement (fs0915/10313051) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04809527. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent a hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection requiring removal and additional surgery. Additional event specific information was not provided.